Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device was unknown. No information has been provided to date.

Event description:
It was reported that the device caused the pump to exhibit occlusion error alarm. No patient injury was reported.

Manufacturer narrative:
B5: additional information received via email from customer on 06-jul-2022 and attached by ICU medical in complaint: the date of the event was updated; no patient involvement was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.